Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email that customer had a device that was damaged from static electricity 10 years ago. Customer went to the emergency room for high blood glucose. Customer declined to speak to the 24 hour helpline.